Event description:
It was reported that (B)(6) 2023, the air bubbles was found in both the arterial and venous catheters during used on the patient".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint of a catheter leaking was able to be confirmed based on a complaint investigation of the returned sample. The customer provided one image showing the extension lines from a connector assembly. No defects or anomalies were observed. The customer returned one, connector assembly for analysis. No definite signs-of-use were observed. Microscopic examination confirmed the location of the leaks; however, no obvious damage was observed. Functional inspection was performed per IFU statement, "flush hub connection assembly with sterile normal saline for injection and clamp extension lines to contain saline within lumen(s)", where the connector assembly was attached to a lab inventory syringe filled with water. With the distal ends of the cannulas occluded, the syringe was compressed. When flushing both extension line, water was observed leaking between the cannulas at the connection to the juncture hub. A manual tug test confirmed both the arterial and venous luer hubs were securely attached to their respective extension lines. Additionally, the IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." The IFU also warns, "ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." A device history record review was performed, and a potentially relevant finding was identified. Based on the sample returned, manufacturing caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further examine this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "on (B)(6) 2023, the air bubbles was found in both the arterial and venous catheters during used on the patient."